Manufacturer narrative:
As reported, during a pediatric endovascular procedure, the 180 cm. Pgw sv short st guidewire was delivered to the target lesion and the physician felt something at the time. The guidewire was checked under fluoroscopy and the coil of the distal tip was noted to be split. The product was successfully removed from the patient and was intact. There was no separation noted. Another sv-5 guidewire was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the pulmonary artery. The lesion was reported to be a 75% stenosis, not calcified and tortuous. A non-cordis sheath was inserted into the patient. Additional information received indicated that procedural films are not available. All of the other additional information requested was unknown, including: was there any other product issue noted either at the account after the procedure or prior to shipping for inspection, was the product re-sterilized, was the wire removed from the dispenser by the distal floppy end, was the wire kinked or damaged in any way prior to insertion into the patient, was the wire re-shaped by the user, was the wire used for treatment of another lesion prior to the event, was the lesion a chronic total occlusion (100% occlusion for > 3 months), was a ¿drilling¿ or ¿jack-hammer¿ technique used to re-cannulize the vessel, when in the procedure did the event occur, was the wire tip visible on fluoro throughout the procedure, was there difficulty tracking the wire through the vessel or lesion, did the wire behave ¿normally¿ (was the torque response good), was there resistance/friction between the wire and other devices/during insertion/during withdrawal into another device, did the wire kink while being used, was the wire advanced through the struts of an existing stent, did the wire tip repeatedly prolapse during placement, did the tip remain in a prolapsed position during treatment of the lesion, was the wire tip advanced into the distal vasculature, was the wire used in the main vessel or side branch, was the wire jailed at any time behind a stent, did the wire become fixed or caught at any time prior to the event, did the wire become fixed or caught at any time/in the lesion/in distal vessel, or was the wire torqued against resistance. No additional information is available. A non-sterile pgw .018 sv short 180cm st endovascular wire was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis, the wire was received stretched /unraveled at the distal tip. No other issues were found. Per lake region report, the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot were reviewed. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event by the customer as ¿endovascular wires & metals-distal tip-frayed/split/torn-in patient¿ was not confirmed. However, a stretched /unraveled condition of the unit as received was observed. Nonetheless, the cause of the stretched/ unraveled condition could not be conclusively determined during the analysis. Handling process and / or procedural factors may contribute to the stretched /unraveled condition found. According to the product instructions for use, users are warned that guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Neither the device history record review nor the product analysis results suggest that this condition is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). (B)(4) packaging l/n# 10473236, cordis lot # 35223849: (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a pediatric endovascular procedure, the 180 cm. Pgw sv short st guidewire was delivered to the target lesion and the physician felt something at the time. The guidewire was checked under fluoroscopy and the coil of the distal tip was noted to be split. The product was successfully removed from the patient and was intact. There was no separation noted. Another sv-5 guidewire was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the pulmonary artery. The lesion was reported to be: a 75% stenosis, not calcified and tortuous. A non-cordis sheath was inserted into the patient. Additional information received indicated that procedural films are not available. All of the other additional information requested was unknown, including: was there any other product issue noted either at the account after the procedure or prior to shipping for inspection, was the product re-sterilized, was the wire removed from the dispenser by the distal floppy end, was the wire kinked or damaged in any way prior to insertion into the patient, was the wire re-shaped by the user, was the wire used for treatment of another lesion prior to the event, was the lesion a chronic total occlusion (100% occlusion for > 3 months), was a ¿drilling¿ or ¿jack-hammer¿ technique used to re-cannulize the vessel, when in the procedure did the event occur, was the wire tip visible on fluoro throughout the procedure, was there difficulty tracking the wire through the vessel or lesion, did the wire behave ¿normally¿ (was the torque response good), was there resistance/friction between the wire and other devices/during insertion/during withdrawal into another device, did the wire kink while being used, was the wire advanced through the struts of an existing stent, did the wire tip repeatedly prolapse during placement, did the tip remain in a prolapsed position during treatment of the lesion, was the wire tip advanced into the distal vasculature, was the wire used in the main vessel or side branch, was the wire jailed at any time behind a stent, did the wire become fixed or caught at any time prior to the event, did the wire become fixed or caught at any time/in the lesion/in distal vessel, or was the wire torqued against resistance. No additional information is available.